Manufacturer narrative:
Results: the distal tip of the neuron 6f 053 delivery catheter (neuron 053) was kinked in multiple locations. Conclusions: evaluation of the returned device revealed that the distal tip of the neuron 053 was kinked in multiple locations. If the device is manipulated with force at extreme angles during removal from the packaging, this type of damage may occur. Penumbra catheters are 100% visually inspected during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a medical procedure, the hospital staff noticed that the tip of a neuron 6f 053 delivery catheter (neuron 053) was bent upon removal from the packaging. The bent tip of the neuron 053 was found prior to use and therefore, the neuron 053 was not used for the procedure. The procedure was completed using a new neuron 053.